Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their adaptive stim (as) was not functioning as it did before. Patient reported about a month prior to the report the settings would not update to match their position and when they manually changed their stim it would return to where it was before. For example: upright is at 2.50v and she would increase manually to 4.50v, but then it would adjust back down. Patient reported they were having a hard time getting it back to where they needed the settings to be. It was reported that it doesn't recognize when she "goes to the left or to the right." Patient reported they were not getting therapeutic coverage for their upper back. Patient reported the day of the report "all of a sudden they did not feel nothing and it stopped working." Patient clarified that they meant it felt like a total loss of therapy. It was confirmed that therapy was on and they had no issues charging their ins. There was no obvious damage to their programmer. The patient was redirected to their health care professional. Additional information was received from the patient on march 23, 2020. It was reported that the cause of the adaptive stim issues was not determined. They just started experiencing "shocks and burning" a lot and the stimulation would change intensity by itself. They reported they had an appointment scheduled for (B)(6) 2020 to address the reported adaptive stim issues. Additional follow up was sent to the patient to further investigate. No further complications were reported or anticipated.